Event description:
Baxter (B)(4) received a report that an infusor leaked from the patient control module (pcm) during patient use. The device was being filled with a solution of morphine hydrochloride and saline. This report addresses the pcm. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak at the patient control module (pcm) was not confirmed. Visual examination of the sample showed no signs of physical abnormality on either the infusor or pcm that could have caused the reported condition. A leak test showed no signs of leakage on any part of the infusor or pcm. After 24 hours of leak monitoring, there was still no evidence of a leak noted anywhere on the infusor or pcm. At the normal operation specification of 25 psi, no signs of leakage were observed on any part of the device. When the pressure was increased out of operational specification range to 29 psi, leak was noted inside the housing. Therefore, the reported condition of a leak was not confirmed under normal operational specification of 25 psi. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Since the product code and lot number are unknown, a 510k number cannot be provided at this time. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.